Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The peritonitis was manifested as abdominal pain and nausea. The cause of the peritonitis was unknown. This event occurred one week after the patient was admitted to the hospital for another unknown indication. The patient was released from the hospital two days after the peritonitis event. Four days later, the patient started treatment with vancomycin (2000 mg initial dose every 5 days for 15 days, then reduced to 1000 mg for 11 days) intraperitoneally for peritonitis. At the time of the report, the vancomycin treatment was stopped and the patient was recovering from the peritonitis. Apd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lots h13d30020, h13g08029, and h13h30047.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers. There were no issues detected during manufacturing process of any of these lots. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.